Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent grafts were implanted in the endovascular treatment of a thoracic aortic aneurysm .  It was reported the patient presented emergently with chest and abdomen pain and was transferred to another facility for emergent intervention. A CT performed showed the  patients aorta had  ruptured 5 cm superior to the celiac artery, in the distal descending thoracic aorta, distal to existing stent graft . The patient received 5+ units of blood prior to intervention and was severely decompensated during the transfer. Two physicians stated that the existing tevar looked great with no endoleaks evident since the index procedure. The patient had been lost to follow-up.  Neither physician reported a device issue and reported that the aorta degenerated and ruptured distal to the exiting 46/46/150 valiant captivia graft.  Emergent intervention was performed and a 46/42/150 valiant captivia was implanted, covering the celiac trunk and landing superior to the sma. No ballooning was performed.  Final angiogram showed that the rupture was covered and there was good seal. After the emergent procedure, when the patient was being transferred to recovery, the patient decompensated again, requiring  CPR and was brought back to the or and a chest exploration was performed . In  the upper right chest, a large amount of coagulated blood was discovered and the patient went into cardiac arrest  at this point and then passed away. Per the physician the cause of the event could not be determined.  No additional clinical sequalae were provided and the patient is expired.